Manufacturer narrative:
The subject product was discarded by the user facility and not returned for evaluation. The trumpet valve design on the x-stream irrigator allows for easy reverse configuration for left-handed use. The plug is assembled to the valve body during the manufacturing process with a torque screwdriver. If the plug was not inserted properly, minor leakage would occur. No leakage was reported. It is possible that the plug may have become unscrewed during use over time. Based on all available information, a root cause cannot be determined. The subject product lot number was not provided, therefore, a review of the manufacturing records could not be performed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Discarded by user facility.

Event description:
It was reported that during use of the x-stream irrigator, the nurse reports the clamp (white cap) falls off if not tightened when the water turns on. If the cap falls to the floor then the device becomes unsterile and the entire device needs to be replaced during the procedure. It was suggested that the cap to be tightened at the time of packaging. There was no patient injury reported.